Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The products associated with this reported event were not returned. The complaint can be confirmed based on the product codes provided. Device labeling for the cup clearly notes it as 54mm od. Device labeling for the liner clearly notes 52mm od. The root cause is attributed to use error. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address instability. It was found that a 52mm liner was placed in a 54mm cup.